Event description:
As reported, this (B)(6) female patient had a revision due to the recalled polyethylene was retrieved and replaced with a new component. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this event is a duplicate of MFR# 1038671-2022-00311; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2022-00311.